Event description:
The customer reported to olympus while in an olympus reprocessing in-service, the distal cover fell off during a procedure. The facility staff member demonstrated to the olympus support specialist how the distal cover was attached to the endoscope during the procedure and determined it was not properly attached according to the instructions for use - the distal ring hook was not completed visible when being applied. Another in-service to train on the proper placement of the distal cover on the endoscope has been scheduled. A request for additional information is in progress. This event includes 2 reports: (B)(6): tjf-q190v. (B)(6): maj-2315. This report is 1 of 2 for (B)(6): tjf-q190v.